Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection and voltage test were performed and no defects were found. Bluetooth pairing testing was performed and the test passed. Functional testing was also performed and the test failed. The shared data log was reviewed and a low transmitter battery alert was confirmed. The reported event of low transmitter battery error message was confirmed. The root cause was determined to be a defective transmitter. Based on the findings of transmitter failure, this issue has been upgraded from non-reportable to reportable. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.